Manufacturer narrative:
The device and multifunction cable (mfc) was returned to zoll medical united kingdom for evaluation. The device passed all functional testing, including delivery of defibrillation energy, with no faults identified. Log review for the reported case showed ECG signal present with pad impedance fluctuating within valid range. Sync mode was enabled, but the ECG signal intermittently alternated between detectable and non-detectable qrs complexes, resulting in sporadic or absent sync markers. During charging, qrs fluctuations continued, and the device automatically disarmed when charge time was reached and pads were removed. Based on the log, the device likely did not discharge because consistent r-wave detection was not achieved in sync mode. Per device design, defibrillation in sync mode requires a valid sync marker from the ECG monitor trace. The fluctuating qrs corresponded with ongoing CPR, and when CPR was stopped, no sync markers were detected. Per the x series operator's guide (pn: 9650-002355-01), "verify that markers are clearly visible on the monitor and their location is appropriate and consistent from beat to beat." It is also recommended to perform sync in leads view for optimal results. The device operated as intended, and no malfunction was identified. The unit was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.